Event description:
It was reported that a malfunction occurred with the customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after doing so, the malfunction did not recur. The customer was instructed that the pump could continue to be used and to call back if any further issues arose.